Manufacturer narrative:
Event site zip code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint#: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the iab expansion was noted to be unusual and could not expand halfway. A new iab was inserted and therapy was continued successfully. There was no patient injury and no adverse event was reported.

Manufacturer narrative:
Additional information: changed section d device available for eval? Yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the iab expansion was noted to be unusual and could not expand halfway. A new iab was inserted and therapy was continued successfully. There was no patient injury and no adverse event was reported.